Event description:
The customer received a blood glucose reading of 135mg/dl on the contour next usb , retested on a contour next link and the reading was 45mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer was advised to return the test strips for evaluation. Replacement test strips were sent to her.